Event description:
It was reported to boston scientific corporation that a jagtome rx was used in an endoscopic retrograde cholangiopancreatography procedure in 2008. According to the complainant, during prep it was noticed that the tapered tip on the sphincterotome "had some flash, not a clean taper". The procedure was successfully completed with another jagtome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.